Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a 12v power supply failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a 12v power supply failure. Onsite service is currently pending for a log check. Investigation is ongoing.

Manufacturer narrative:
The customer declined service from philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.